Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted

Event description:
According to the available information, 2 patients with pain after the installation of altis. Indeed, this happened when he started with the system. He removed the mesh the next day for the two patients with pain. Unfortunately, these patients still have pain and went to lawsuit. Doctor is aware that this is not the altis device but probably a bad move on his part when he started the poses of altis. 1st case implantation of altis took place in (B)(6) 2014-(B)(6) 2015. 2nd case implantation of altis altis took place (B)(6) 2015 -after implantation of altis development of chronic pelvic pain type of syndrome myofascial . The mesh was removed a few days after implantation. To date the pain is still persistent for the 2 patients.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the implant date received. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Description of incident made by the patient : medical history: 2014 - bilateral supra-pubic pain. 24 hours after the implantation of this device, pain in the thighs preventing the legs from extending, like discharges with uncontrollable movements of the thighs in flexion. On (B)(6) 2014: removal of the left anchor under general anesthesia - the one on the right is left in place. Following this intervention: the pain of the anterior faces of thighs was gone as well as phenomenon of spontaneous and irrepressible flexion of the thighs - hypo-hyperesthesia of the area of the left obturator nerve. Pelvic-perineal pain radiating from the left buttock, making sitting impossible and requiring the use of a cushion while sitting. Pain in the area of the lateral cutaneous nerve of the left thigh. Pain in the area of the lateral branch of the ilio-hypogastric nerve, between the iliac crest, and the upper edge of the greater trochanter. Installation of intense left inguinal pain, accentuating when walking. It precedes and accompanies the pains of the territory of the left lateral cutaneous nerve. Pain that has gradually increased, and persist as of (B)(6) 2016. On (B)(6) 2016: intervention for release of the lateral cutaneous nerves of the thigh, of the lateral branch of the ilio-hypogastric nerve and of the left ilio-inguinal nerve -> disappearance of the pains of the area of the lateral cutaneous nerve of the left thigh, hyperesthesia and hypoesthesia of the area, improvement of walking, disappearance of left inguinal pain except for a very localized inguinal painful point, regression of buttocks and left perineal pain. Current state of the patient: permanent pain preventing walking.